Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 580 mg/dl. The customer stated that battery on her insulin pump was died and now the transmitter and the insulin pump were not communicating. The customer took injection to treat high blood glucose value. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. (B)(4).